Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his ambicor penile prosthesis (app) removed due to infection, swelling, hematoma, edema, extrusion, perforation and erosion. The infection was reported to be caused by the drain that was placed during the procedure. When the drain was taken out, a hematoma and swelling from the scrotal area and drain site was observed. At that time, the patient was admitted into the hospital and infectious disease was consulted. The next day the patient was taken to the operating room for "excision, drainage, debridement, irrigation of infected penile prosthesis." On (B)(6) 2018, this patient was re-admitted for the infected penile prosthesis and the device was removed on (B)(6) 2018. When our sales representative attended the removal surgery he stated the scrotum was very "adematous", discolored on the glans penis and implant cylinders had perforated though the meatus. The physician removed the device completely and performed a washout. The physician used a scalpel to perforate both cylinders to help ease the removal. Once removed, the area was washed and an antibiotic solution was applied. The physician stated that the patient is healing well from his removal surgery. The patient had weekly wound care nursing at home.

Manufacturer narrative:
Corrected to reflect that the device was returned for investigation. The investigation is in progress.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:14 pm CT.the report number is being corrected from: 2183959-2018-61619to: 2183959-2018-60666. Device investigation in progress.

Event description:
It was reported the patient had his ambicor penile prosthesis (app) removed due to infection, swelling, hematoma, edema, extrusion, perforation and erosion. The infection was reported to be caused by the drain that was placed during the procedure. When the drain was taken out, a hematoma and swelling from the scrotal area and drain site was observed. At that time, the patient was admitted into the hospital and infectious disease was consulted. The next day the patient was taken to the or for "excision, drainage, debridement, irrigation of infected penile prosthesis." On 03oct2018, this patient was re-admitted for the infected penile prosthesis and the device was removed on 04oct2018. When our sales representative attended the removal surgery he stated the scrotum was very adematous, discolored on the glans penis and implant cylinders had perforated though the meatus. The physician removed the device completely and performed a washout. The physician used a scalpel to perforate both cylinders to help ease the removal. Once removed, the area was washed and an antibiotic solution was applied. The physician stated that the patient is healing well from his removal surgery. The patient had weekly wound care nursing at home.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Both cylinders had a leak in the outer tube that was the result of a sharp instrument consistent with explant damage. Both cylinders were not functionally tested due to the leak in the cylinders. The pump performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported the patient had his ambicor penile prosthesis (app) removed due to infection, swelling, hematoma, edema, extrusion, perforation and erosion. The infection was reported to be caused by the drain that was placed during the procedure. When the drain was taken out, a hematoma and swelling from the scrotal area and drain site was observed. At that time, the patient was admitted into the hospital and infectious disease was consulted. The next day the patient was taken to the or for "excision, drainage, debridement, irrigation of infected penile prosthesis." On (B)(6) 2018, this patient was re-admitted for the infected penile prosthesis and the device was removed on (B)(6) 2018. When our sales representative attended the removal surgery he stated the scrotum was very adematous, discolored on the glans penis and implant cylinders had perforated though the meatus. The physician removed the device completely and performed a washout. The physician used a scalpel to perforate both cylinders to help ease the removal. Once removed, the area was washed and an antibiotic solution was applied. The physician stated that the patient is healing well from his removal surgery. The patient had weekly wound care nursing at home.